Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that while using an intellanav mifi oi catheter, there was a rupture of the irrigation tubing which resulted in a leak. No patient complications were reported.

Event description:
It was reported that while using an intellanav mifi oi catheter there was a rupture of the irrigation tubing which resulted in a leak. No patient complications were reported.

Manufacturer narrative:
It was determined that this event was determined to be a duplicate event of event bsc complaint ID tw# (B)(4) and medwatch report ID 2134265-2021-14958.